Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for failure to advance reported from this lot. It should be noted that the jostent graftmaster over the wire (otw), instructions for use states: it is not recommended that the product be used after the use before date. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported while trying to treat a perforation in the left circumflex artery, a 3.0x12 mm otw graftmaster stent system was advanced but could not cross due to the patient anatomy. The stent system was simply withdrawn from the patient anatomy. The perforation was successfully sealed with non-abbott coils. There was a delay in the procedure but, per the physician, the delay was not clinically significant and the patient was hemodynamically stable. No additional information was provided.